Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204/service code 107) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. Additionally, the u1 component on ECG a and b was damaged. The root cause for the open wire was excessive force. The root cause for the damaged u1 component was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned to a us distributor and it was reported that the electrode belt was causing a service code 107 (multiple abnormal shutdowns) and service code 204 (belt/monitor unusable).